Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the issue was confirmed however, no replacement has been performed.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system caster on the monitor was broken off. There was no patient present when this issue was identified. No additional information was provided.